Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had loose handle. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction. The initial medwatch reported that the device rigid video scope experienced a loose handle; however, after reevaluating the defect, it is identified that the defect does not meet the reportable criteria, as follows: "there is evidence of a product issue. However, loose or detached/missing device and/or device components in the absence of device malfunction is unlikely to cause or contribute to a death or serious injury were it to recur.". Additionally, no new findings based on completed investigation. No change in MDR reportability decision. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.